Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons not responding when pressed. Pt reported that the down arrow button does not click back as normal; however, confirmed the keypad appeared intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, all the keys on the keypad were unresponsive to user input during testing, the down arrow key was unable to click back, and there was evidence of adhesive/contamination under the down key contact.